Event description:
Patient was to have two lesions removed from back. During removal of first lesion, there was arcing from electrosurgical unit then a flame in area. Procedure terminated. Ice placed on back where flames had been. Appeared to be a 6-10 cm. Area of 1st and 2nd degree burns.